Event description:
It was reported that upon interrogation, inappropriate therapy due to suspected af with rapid ventricular response was noted. Programming changes were recommended. No changes were made. The patient was prescribed medication and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.